Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 70.39 ng/l accompanied by a data flag. The sample was repeated three times, resulting with troponin t values of 19.03 ng/l, 21.04 ng/l, and 19.12 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 345888. The controls were within range and did not show any indication of a reagent or instrument performance issue. The customer used tubes with a 13 mm. Diameter, but did not use rack adapters which are required for 13 mm. Diameter tubes. The investigation could not identify a product problem. The cause of the event could not be determined.